Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The lead model is designed to allow back and forth movement of the is-1 pin. The maximum allowable gap between the is-1 pin and the sealing ring (insulation) is 0.025 inches. The gap between the is-1 pin and the sealing ring was measured at 0.014 inches. In addition, all electrical testing was within specified parameters. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5086-45, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that during the implant procedure as the physician was attempting to re-position the ventricular lead, it was discovered that the outer insulation was detached from the connector by about 3cm toward the tip. The physician decided to use a different lead. No patient complications have been reported as a result of this event.